Event description:
Pt presented 5/9/94. Referred for evaluation for possible ruptured implants and capsular contracture. Implants inserted in 1978. Has had increasing fullness of breasts and pain and discomfort leaving her unable to perform activities of daily living.